Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hcp reported via a manufacturer representative (rep) that the patient could no longer feel stim even when the intensity was increased all the way till it maxed out. The stim was dissipating with symptom return. The rep saw the patient at their post op appt. Initially, electrode 8 said to avoid and electrode 10 was 40,000. The rep was able to program the device with great coverage. The patient asked if the rep turned off stim. She used her programmer and desired settings not available screen came up. The rep interrogated the device again and this time electrode 6 came up at 40,000 (previous programs had included electrode 6). The rep gave the patient 3 programs, a,b,c all avoiding electrode 6, all with great coverage. Another impedance check was ran with no changes. Electrode 6,8, and 10 were the only ones still affected. The patient used the programmer to increase intensities on all three programs with desired changes allowed. However, patient was standing at this time and it was noted that she needed a lot more intensity to feel the stim as opposed to sitting when the rep had initially programmed her. The issue was resolved.